Event description:
A (B)(6) rep notified (B)(4), that a pt became symptomatic while on the 2008 sorbent system. After about 2 minutes at blood flow rate (bfr) of 200 ml/min, the pt care technician increased the bfr to 400 ml/min as prescribed. Within one minute, the pt became symptomatic as follows: itching, (B)(6), swelling of lips, shortness of breath and slightly diaphoretic. The pt was taken off the device after approx 3 minutes of treatment. The pt then was administered 50 mg of benadryl then was evaluated by a physician and noted to be stable. Approx 70 minutes later, the pt became nauseated and began to vomit. The pt was hospitalized for diarrhea based on the pt's age and fragile state, and subsequently was released the following day.